Manufacturer narrative:
The account replaced the side-com board, relay board and side-com cable but the issue remains. Hill-rom technician support asked the account to check the voltage on the f10 fuse in the power control module board. Per the hill-rom service manual, the f10 fuse has voltage of 15v dc on each side. The account found the f10 fuse had 15 vdc in and 0 vdc out. The account replaced the f10 fuse on the power control module board to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side-com will not place a nurse call. There was no patient/user injury reported. (B)(4).